Event description:
During hysteroscopic resection of uterine fibroid the loop cautery came off and was left in uterus. No add'l procedures were necessary to remove loop and curettage was part of procedure. No pt injury.